Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an elective procedure under local anesthesia to replace the primary cell implantable pulse generator (ipg) due to reaching normal end of life (eol) on the battery. During the procedure while preparing the ipg pocket site, the physician discovered the lead had been severed. The physician did not believe he accidentally cut the lead however, imaging that was taken prior to the procedure indicated the lead had not yet been severed. The existing ipg was explanted however, the physician decided to terminate the procedure without implanting or replacing anything else. There was a severed portion of the lead that was attached to the explanted ipg and the other severed portion of the lead remains in the patients body. There were no reported patient complications postoperatively.

Manufacturer narrative:
Block h3: this device was returned to boston scientific. However, per section 72 (6) of the medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a patient owned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, physical analysis will be completed at that time. However, a review of the image provided from the field revealed that the lead appeared to be cut during the procedure which was likely an unintended use error that caused the event. A labeling review that was conducted determined that care should be exercised while using sharp instruments to avoid damaging the lead, as documented in the IFU.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an elective procedure under local anesthesia to replace the primary cell implantable pulse generator (ipg) due to reaching normal end of life (eol) on the battery. During the procedure while preparing the ipg pocket site, the physician discovered the lead had been severed. The physician did not believe he accidentally cut the lead however, imaging that was taken prior to the procedure indicated the lead had not yet been severed. The existing ipg was explanted however, the physician decided to terminate the procedure without implanting or replacing anything else. There was a severed portion of the lead that was attached to the explanted ipg and the other severed portion of the lead remains in the patients body. There were no reported patient complications postoperatively.